Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was unable to be implanted due to an unknown product performance issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was unable to be implanted due to an unknown product performance issue. Additional information stated this lead was unable to be implanted due to helix extension issues. No adverse patient effects were reported.